Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damage to microintroducer tip is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer tip were returned for evaluation. Visual observation of the first photograph shows the distal end of a microintroducer tip. The tip is observed to be deformed and curved in the photograph. Visual observation of the second photograph shows a different angle and the damage from the first photograph, deformation on the tip, can be observed. No blood residue can be observed on the microintroducer; however, blood residue can be observed on the glove holding the microintroducer. No other damage can be discerned from the photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when the device was placed in the hematology department on february 4, there was resistance to the delivery of the puncture sheath and it could not be inserted. The puncture sheath was dialed out and found to be damaged at the anterior end, which made it impossible to continue to use. Subsequently, the new package was opened and tubing placement was successful.